Event description:
The customer reported hemoglobin blank shift errors and r (review results) flags were obtained with patient results when using the unicel® dxh 800 coulter® cellular analysis system. This issue occurred intermittently over three days prior to contacting beckman coulter customer technical support. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and determined that the hemoglobin chamber required bleaching, and the hemoglobin lamp required replacement. The issue was resolved after the hemoglobin lamp was replaced. (B)(4).